Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. It was reported that the length of cia was shorter than measurement, and the contralateral degree (position) was not good. Thus, the physician couldn't take a good landing at a part of limb. It was reported that the type ib endoleak happened due to the poor landing area. The physician decided to take a wait-and-see approach. If any additional treatment will be necessary, it will not be performed until the follow up in six months to a year. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short distal landing zone), evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short distal landing zone).